Event description:
Inbound. Patient reporting leaking tubing today. Lot number 3611972. Last 4-5 times at least every other day unreported. At least 3 times in the past reported. Usually happens after cassette with medication has been running for a day. No further details provided. Lot number 3611972. Diagnosis or reason for use: sph.